Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported of high blood glucose (bg) due to cartridge coming loose from the ilet pump. The highest bg level reported was at 300 mg/dl. The patient reinserted cartridge without disconnecting tubing and bg returned to range with lowest at 103. No hypoglycemia occurred. However, the patient's bg was out of range for 90+ minutes (approximately 2 hours). The patient was unsure how the cartridge came loose, possibly connector not fully secured during supply change. Unable to provide cartridge/connector lot numbers. Reinserting the cartridge resolved the issue. No symptoms experience during event and no medical intervention required.